Event description:
It was reported occlusion alarms occurred. Reportedly the customer was not preforming the air removal step correctly during the loading sequence. Tandem technical support educated the customer on proper technique. The customer changed supplies and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. T

Manufacturer narrative:
He tandem pump user guide instructs the user to remove any residual air from the cartridge with an insulin filled syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.